Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The force bipolar instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. The instrument was fully functional. No product issue was identified. Additionally, the instrument was found have input disk broken for axis six and seven at the proximal end of the instrument. The complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the force bipolar instrument wrist completely popped off the wheel and got stuck on tissue. When they used the instrument release kit (irk) it just moved from side to side, but it wouldn't let go. Eventually it let go of the tissue but not as it should have, it wouldn't pop open. A backup instrument of the same kind was used. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation or if additional information is obtained.